Manufacturer narrative:
Due to additional information received, this supplemental report is being submitted for the updated field describe event or problem (b5), in section b - adverse event or product problem. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available . Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that there was a pericardial effusion with cardiac tamponade. During a left atrial appendage closure (laac) procedure, a versacross connect laac was selected for use. The physician performed transseptal puncture with versacross and watchman access sheath (was). The physician positioned the was in the left atrial appendage (laa) of the patient and then inserted the a 30mm watchman flx laa closure device & delivery system (wds). The closure device was deployed in the patient and successfully released in the laa. After the closure device was implanted the patients blood pressure dropped. Transesophageal echocardiogram (tee) imaging showed that there was a pericardial effusion with cardiac tamponade. The physician performed a pericardiocentesis, draining 1400cc of dark blood from the patient which helped to stabilize the patient. However, the patient continued to bleed so they were brought to undergo surgery for a pericardial window. The patient is in intensive care recovering from this event. The patient did receive multiple units of blood, ffp, and cryo prior to being transferred out to another facility. The device is not expected to be returned for analysis. It was further reported that the transseptal was found not to have been the issue. After review, it is believed it was due to manipulation and placement of the watchman device. The versacross was not saved (discarded). Act was at therapeutic range, above 200 during deployment. The patient has since been discharged.

Event description:
It was reported that there was a pericardial effusion with cardiac tamponade. During a left atrial appendage closure (laac) procedure, a versacross connect laac was selected for use. The physician performed transseptal puncture with versacross and watchman access sheath (was). The physician positioned the was in the left atrial appendage (laa) of the patient and then inserted the a 30mm watchman flx laa closure device & delivery system (wds). The closure device was deployed in the patient and successfully released in the laa. After the closure device was implanted the patients blood pressure dropped. Transesophageal echocardiogram (tee) imaging showed that there was a pericardial effusion with cardiac tamponade. The physician performed a pericardiocentesis, draining 1400cc of dark blood from the patient which helped to stabilize the patient. However, the patient continued to bleed so they were brought to undergo surgery for a pericardial window. The patient is in intensive care recovering from this event. The patient did receive multiple units of blood, ffp, and cryo prior to being transferred out to another facility. The device is not expected to be returned for analysis.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained yet.